Event description:
It was reported that the insulin pump alarmed motor error during a bolus or basal attempt. The blood glucose reading was 136 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion and excessive no delivery alarm test. The insulin pump was unable to prime during test due to faulty force sensor. No motor error alarms noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.